Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received from the implanting surgeon reporting there is nothing wrong with the implanted lens and it is following the accepted performance curve. The surgeon reports he spoke with the patient explaining the reading vision postoperatively will not be 'what it used to be'.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received from the consumer reports he is unable to see his watch currently.

Manufacturer narrative:
Evaluation summary: product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A customer reported following the implant of an intraocular lens (iol), he experienced blurry reading vision and is unable to see his cell phone. He reports he is unable to see clearly when he is holding something at "a specific distance". He reports following the implant procedure his distance vision has improved. Additional information was received from the customer reporting he saw his doctor at his six week follow up and his vision is horrible up close - worse than before surgery. The surgeon recommends having the other eye done or a single vision lens exchange. The customer wants to know why his vision is so horrible.